Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side ¿pain and capsular contracture baker grade IV¿. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Healthcare professional reported right side rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side ¿pain and capsular contracture baker grade IV¿. Healthcare professional later reported right side rupture confirmed via MRI. Device has been explanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date (B)(6) 2024. Reason for reoperation: capsular contracture baker grade IV; rupture. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. Pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, b5, b6, d9, h3, h6, h11.